Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a trial patient. It was reported that the patient was only able to void 4 times since the night before and did not feel like they were truly emptying their bladder. The patient stated they felt like they had to void all the time but was unable to. The patient noted that when they do void, they void very large amounts and believed they were retaining some. No further complications were reported.